Event description:
It was reported that the patient had an inappropriate shock episode due to the device tracking supra-ventricular tachycardia. The patient was shocked three times during the one episode. During office testing, the device failed sensing in all three sensing vectors. Technical services discussed some programming options. The physician chose not to reprogram the device but addressed the patient's rhythm with medication. There were no additional adverse patient effects. The system remains implanted.